Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 26m x 3mm, eccentric, de novo, 80% stenosed target lesion contained a greater than 45 degree bend was located in the moderately tortuous and severely calcified right coronary artery. A 10/3 flextome cutting balloon was selected for use. During introduction, it was noted that the balloon was unable to inflate. The balloon was removed and it was found out that it was ruptured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.